Event description:
It was reported that the device had the tip broken off. The product will produce straight shots if tip is broken off.

Manufacturer narrative:
The complaint was unconfirmed for straight shots. The tip was not broke off. The device did produce malformed constructs. This was possibly due to normal wear on a reusable device.